Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with over 300 units of insulin. The customer's blood glucose level was 140 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.